Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) and shocks for multiple episodes. There is reasonable evidence suggesting that the events originated as supraventricular tachycardias (svt). For one of the episodes, all programmed therapy was delivered. In this conditions, critical therapy could be compromised. The device remains in service. No adverse patient effects were reported.